Manufacturer narrative:
Supplemental report 01 - MDR (B)(4): correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6003320 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6003320 was manufactured according to the wi version 107 in the line l-6, on 23/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6003320 and other 7 complaints has been registered in database for the same lot 6003320 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 3003442380-2024-02775- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent event on (B)(6) 2024. The event was occured 3 or more hours after insertion and infusion set was in use for about 6-10 hours. The insertion site was at abdomen. The patient went to emergency room and was hospitalized on (B)(6) 2024. The blood glucose level was 471 mg/dl at the time of event and high ketones and the patient was treated with intravenous (IV) and fluids of saline and insulin. The patient was released from hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.